Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Upon further review of the event description reported and a preliminary product evaluation the device was not prematurely deployde. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer considered reportable.

Event description:
As reported, when a 5f mynx control vascular closure device (vcd) entered a 5f non-cordis sheath, the operator felt a strong sense of resistance, the sealant sleeves cracked, and the sealant met blood and reacted. The product was removed, and manual compression was performed for 20 minutes to obtain hemostasis. The vcd was stored, prepared and used in accordance with the instructions for use (IFU). Button 1 was not depressed. The vcd was used in a trans-arterial chemo embolization procedure using a retrograde approach. Patient information was requested but is not available. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the vcd and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The sheath was not kinked or bent upon removal. There was no visible bend or damage in distal end of the balloon shaft after removal. No excess force was applied during insertion. The access site vessel had little tortuosity. The sealant sleeves were not out of position. The device was removed from the packing without issue. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device is being returned for evaluation.

Event description:
As reported, when a 5f mynx control vascular closure device (vcd) entered a 5f non-cordis sheath, the operator felt a strong sense of resistance, the sealant sleeves cracked, and the sealant met blood and reacted. The product was removed, and manual compression was performed for 20 minutes to obtain hemostasis. The vcd was stored, prepared and used in accordance with the instructions for use (IFU). Button 1 was not depressed. The vcd was used in a trans-arterial chemo embolization procedure using a retrograde approach. Patient information was requested but is not available. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the vcd and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The sheath was not kinked or bent upon removal. There was no visible bend or damage in distal end of the balloon shaft after removal. No excess force was applied during insertion. The access site vessel had little tortuosity. The sealant sleeves were not out of position. The device was removed from the packing without issue. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2214602 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.